Event description:
Clinic notes reported that a low impedance warning message was observed on a patient's device. The patient was noted to have fallen two weeks prior, but the physician's office were unsure if the patient's fall contributed to the low impedance. After observing the low impedance message, diagnostics were performed three times on the patient's device and returned low impedance results each time. The medical assistant requested chest x-rays be performed to check the status of the patient's leads. The patient was also referred for surgery. The hospital's internal x-ray review did not identify any abnormalities with the patient's vns. The x-rays were not reviewed by the manufacturer. No additional relevant information has been received to date. No known surgical intervention has occurred to date.

Event description:
The patient underwent lead and generator replacement surgery due to the low impedance and battery depletion. The explanted lead and generator were not returned to the manufacturer. No additional relevant information has been received to date.

Manufacturer narrative:
Describe event or problem, corrected data: follow-up report #01 inadvertently indicated incorrect device disposition. Device available for evaluation?, corrected data: follow-up report #01 inadvertently indicated incorrect device disposition. Device evaluated by MFR?, corrected data: follow-up report #01 inadvertently indicated incorrect evaluation status.

Event description:
The patient underwent lead and generator replacement surgery due to the low impedance and battery depletion. The explanted lead and generator were returned to the manufacturer for analysis. Analysis has not been approved for the explanted devices to date. No additional relevant information has been received to date.

Event description:
Analysis was approved for the generator. When received, the programming history was downloaded from the generator and reviewed. Diagnostics were within the normal limits one month prior to the observation of the low impedance. One month after the low impedance was observed, diagnostics were again within the normal limits. The last >25% change in impedance was observed two days after explant; however, both the pre-change impedance value and post-change impedance values indicated high impedance, so it is unclear if high impedance was observed on the device prior to explant. Visual examination of the generator revealed no surface abnormalities on the generator exterior. The generator was interrogated and diagnostics were performed and returned results within the normal limits. The pulse generator performed according to functional specifications. Analysis has not been approved for the lead to date. No additional relevant information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
Analysis was approved for the lead. The lead was returned in 3 portions with one tie down attached; however the electrodes were not returned, so an assessment cannot be made on that portion of the lead. One set of set screw marks were observed on the connector pin, indicating that a proper connection between the lead and generator existed at least one time. Another set of set screw markings were observed near the end of the lead pin, indicating that the lead had not been fully inserted into the generator. The connector boot appeared to be torn at the rear end of the connector ring. The rear end of the connector ring appeared to be damaged, and the coils on both connector pin and connector ring appeared to be broken. Multiple coil breaks were identified on the returned lead portion. Scanning electron microscopy was performed on the coil breaks; several of the areas were observed to have sustained mechanical damage, but the fracture type could not be identified in these areas. A stress induced fracture was observed on one coil break, and pitting was observed on the surface of another coil. Analysis confirmed the presence of the lead breaks that led to the high impedance but could not identify a condition that could have potentially contributed to the low impedance. No additional relevant information has been received to date.